Event description:
This lead was implanted on (B)(6) 2011 and explanted on (B)(6) 2011 due to an insulation fracture that was visible under fluor. The procedure took place at (B)(6) hospital with dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).